Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after use, the 23 g x .75 in. Bd vacutainer push button blood collection set with 12 in. Tubing and luer adapter did not engage its safety device when activated to do so. This lead to the clinician pricking themselves on the needle. No medical intervention was reported.

Manufacturer narrative:
The MDR (B)(4) was submitted in error and is a duplicate. (B)(4) was previously reported under MDR (B)(4).

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.